Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and was informed by the customer that the solution lines have been switched back to the correct connections. The customer also stated that the monthly cleaning was performed. The fe verified the proper solution connection and ran several primes and rinses to ensure proper solution connection. The customer performed qc. The instrument is operating as expected no repairs needed. (B)(4)

Event description:
An ocd representative contacted cts to report that while on a site visit with the customer they noticed that the solution a and solution b lines were connected incorrectly. No erroneous results were reported. Incorrect wash solution connection or placement on the provue and testing was performed could be a potential for cross contamination.